Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: immediate extraction site. On 2023-09-20, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, swelling, bleeding and fistula. No further patient complications were reported.